Event description:
It was reported that during the surgery the head jammed and the blade was stuck in the attachment. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed the eccentric screw in the drive shaft is loose and the screw for the claw is worn out.